Event description:
It was reported that the buttons were unresponsive. Customer's blood glucose was normal. Customer stated took off the batteries and cap and set his insulin pump for 24 hours. All buttons were not working. No further details provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).